Manufacturer narrative:
(B)(4). Medical devices: ep-105933 - e1 ringloc acetabular liner ¿ 550920, unknown ¿ unknown stem ¿ unknown, unknown ¿ unknown cup ¿ unknown. Reported event was confirmed by review of revision operative notes. Review of the operative notes confirm that the patient developed severe cellutlitis of the face after right total hip arthroplasty. Revision surgery was conducted due to presumed deep infection. No fluid identified on hip aspirations. Implants were found to be intact. It was found that this was a superficial infection likely originating from facial cellulitis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05820.

Event description:
It was reported patient experienced an infection approximately 4 months post initial right total hip arthroplasty. The head and liner components were revised.attempts have been made and additional information on the reported event is unavailable at this time.